Event description:
Peritonitis at pelvic floor [infectious peritonitis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials unk. The pt's medical history was significant for dysplasia of cervix (uteri). On (B)(6) 2012, the pt underwent total hysterectomy operation followed by application of seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane. The lot number for seprafilm was not provided. On (B)(6) 2012, the pt developed life threatening peritonitis at pelvic floor at the location where seprafilm was placed. The pt had not yet recovered from the event of peritonitis at pelvic floor as of (B)(6) 2012. Concomitant medications were not provided. The intensity for the event of peritonitis at pelvic floor was severe. The reporting physician assessed the relationship between seprafilm and the event of peritonitis at pelvic floor as probable. The reporting physician did not consider the event to be caused by infection and any other cause associated was unk.

Manufacturer narrative:
MFR's comment: the risk-benefit relationship of the seprafilm is not affected by this report.